Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical/picture evaluation of the device was not performed. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, the complaint allegation is not confirmed. CAPA-00389 and ncr-21199 was opened to address this issue.

Event description:
On 4/27/2023, it was reported by a sales representative via sems that the black plunger from an ar-1288qis-90 quadlink implant system, would not fit into the clear-cutting piece of the quadpro. The clear piece was not small and did not appear to be 9mm. This was discovered when the surgeon was ready to cut the quad graft during a quad aclr procedure on (B)(6) 2023. The case was completed with a new ar-1288qis-90 quadlink implant system.